Manufacturer narrative:
Additional tag® device included in this report: tgu343410j/13834307. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to embolism (micro and macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2016, the patient underwent total arch replacement with elephant trunk. On the same day, the patient underwent an endovascular procedure whereby two conformable gore® tag® thoracic endoprostheses (tgu343420j/14354379, tgu343410j/13834307) were implanted to repair an aortic arch aneurysm. It was reported that the patient had a degenerative and extremely friable descending thoracic aortic wall. During advancement of tgu343420j, the delivery catheter was reportedly stuck at the elephant trunk. The physician removed the device, replaced the guidewire with a stiffer option, and then reinserted the device. After two attempts, the device was advanced to the intended position. Both gore® tag® devices were successfully deployed, and touch-up ballooning was performed with no reported issues. The patient tolerated the procedure. On the same day, the patient's left toes reportedly became ischemic, and the patient's creatinine level was elevated. It was determined that arterial embolism occurred at the peripheral and renal arteries. Heparin and prostandin were administered for treatment. On (B)(6) 2016, the patient's left toes had reportedly recovered from the ischemia, and the creatinine level had decreased. The patient remained hospitalized and continues to be monitored.